Event description:
It was reported that (1) er320 was used during a laparoscopy colon resection procedure. It was reported by the affiliate that the clips fall out. Opened another device to complete the case. There was no consequence to pt.